Event description:
It was reported that during use of the shaver handpiece, it was not recognized by the console and a burning smell was noted. There was no injury or surgical delay related to this event.

Manufacturer narrative:
Investigational findings: an evaluation was unable to confirm the reported problem. Further investigation found that the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. This product will continue to be monitored for failures. There have been no reported injuries associated with this failure mode.